Event description:
Caller alleges meter was reading in mg/dl, and after a battery change the meter now reads in mmol/l. Back of meter shows meter should display mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.